Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable alarm. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr found the rubber boot on the exhalation valve assembly was missing. After replacing the exhalation valve, the issue was resolved. The fsr reported the device passed all testing and runs according to manufacturer specifications.